Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump loses brightness. The customer¿s blood glucose level was 83 mg/dl at the time of the incident. Customer stated that occasionally the screen loses brightness and it comes back by itself. The batteries last almost a month. Customer stated the insulin pump looks fine; no cosmetic damage. The insulin pump will not be returned for analysis.